Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge. Customer's blood glucose was 209 mg/dl.